Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat teflon jaw pads overheated and started coming off the handpiece. The issue occurred during a therapeutic neck dissection procedure. The procedure was successfully completed using a similar back up device. There were no reports of patient harm.